Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella was placed with ease, but flows were under 3.0 l/minute. Repositioning attempts were made but there were no major changes in flows. Additionally, the site began bleeding profusely. Manual compression was applied to gain control of the bleeding, but after 15 minutes the site was still excessively bleeding. The team was finally able to get a femstop in place and the bleeding subsided, but the site was still bleeding. The patient required 4 units of red blood cells . Further information noted survival outcome at explanted indicated the patient expired. Medical safety review of the event noted there is not have enough information to exclude impella device as an associated factor in the patient's demise.